Manufacturer narrative:
Product analysis: analysis confirmed that the screws of the joint arm had come off and the fixing parts had fallen off. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that the screw was weakly fixed and shook after fixing. There were no further complications reported regarding the event. Update: the product came in contact with the patient. There was no impact to patient.